Event description:
The device was used during a bowel resection procedure. Reportedly, the staples did not form properly. The surgeon used another insturment to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
9/11/97-supplemental rpt #1 submitted to FDA.